Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's skin reaction. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Insulet was informed by läkemedelsverket (reference number (B)(4)) on behalf of a diabetic nurse that a patient experienced a severe skin reaction while wearing the pod for 72 hours or longer. It was reported that the skin reaction was suspected to be due to an allergic skin reaction to a component on the pod. The patient was reported to develop boils with purulent discharge on different sites and required antibiotic treatment twice. The patient was reported to be prescribed "heracillin". The patient stopped using the omnipod on (B)(6) 2026 and switched back to insulin pens. This is case 1 of 2 (insulet ref (B)(4)).